Event description:
It was reported that the patient presented for a follow-up in the clinic for scheduled magnetic resonance imaging (MRI). Upon interrogation, it was noted that the pacemaker exhibited loss of capture. Programming changes were made and the patient was in stable condition.